Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The patient stated he received an erroneous result when testing with coaguchek vantus meter serial number (B)(4). A sample from the patient was tested using the meter, resulting with a value of 3.5 inr. Within 7 hours, a sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 2.3 inr. The laboratory value was believed to be correct. No adverse events were alleged to have occurred with the patient. The patient did not receive treatment and did not have any changes made to medication based on the meter result. The patient is currently in stable condition. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing frequency is weekly. The patient is not anemic or polycythemic. The patient does not have antiphospholipid antibodies. The patient does not take heparin or direct thrombin inhibitors. The patient has not been ill or taken any new medications. The patient's coumadin dose has not changed. The patient has no changes in diet and does not have a special or unusual diet. The patient has no symptoms of bleeding or bruising. The meter has not been cleaned. The patient's product has been requested for investigation and replacement product has been sent to the patient. Relevant retention test strips (lot 353497) were tested in comparison with the master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The patient's meter and one test strip were returned for investigation. The returned meter and strips were tested in comparison to master lot strips using quality control material. Testing results: returned strip: qc 1: 2.5 inr . Retention strips: qc 2: 2.4 inr , qc 3: 2.5 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot qc lot. (1.9 - 2.9 inr). All measurements were without error messages. The maximum difference between measurements was 4.0 %. No information was provided that would point to a cause for the result discrepancy.